Event description:
It was reported that high sic counts were noted on the right ventricular (rv) lead.  The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407645 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.